Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the cable unit was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head image went to black during a procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since it can't be found. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the communication failure occurred due to cable damage caused by the cable failure. The event can be prevented by following the instructions for use which state: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. ·never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.